Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck needle. Customer reported needle got stuck with insulin pump. Customer reported for first sensor needle was hard and got stuck during removal. When finally needle was removed electrode also came out which was stick on the sensor. Customer reported second sensor connected but it could not connected with transmitter. When removed the electrode was very bent and bit shorter than normal length. Customer reported they did not received any medical treatment due to needle stuck. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.